Event description:
According to the rptr: the anastomosis was incomplete and leaking. A new anastomosis was done with resection of add'l tissue. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B)(4)